Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) found blood in the retrieval catheter and on the coils, core and torque device, consistent with the reported use. There was no saline visible. Only the retrieval catheter, barewire and torque device were returned. There was a kink in the retrieval catheter 3.5 cm proximal to the distal end. There were two kinks in the core 1cm proximal to the tip ball and 7 mm distal to the step. There was no other damage noted to the eps. Pin gauges were used to measure the inner diameter of the retrieval catheter. This met manufacturing criteria. The tip was tugged on to confirm the core was intact. Difficulty retrieving the filtration element may include, but not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. A conclusive cause for the difficulty could not be determined; however, the kink noted in the proximal end of the retrieval catheter may have contributed to the difficulty. There was no reported damage to the retrieval catheter prior to use, suggesting the damage likely occurred during use. Although a conclusive cause for the kink could not be determined, it may be possible that anatomical challenges contributed to the difficulty as the vessel was reported to be narrow. The kinks in the core of the barewire may also be related to challenging anatomy and/or handling/packaging the device for return to abbott vascular. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint database was performed and there have been no other incidents for difficult to insert retrieval catheter reported for this lot. There is no indication to suggest a product deficiency.

Event description:
It was reported that after xact stent implantation in the internal carotid artery, the nav 6 emboshield embolic protection device (epd) was difficult to capture inside the retrieval catheter. It was removed not fully inside the retrieval catheter. There was no adverse patient sequela reported. Although requested, there was no additional information provided.